Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Report source: other: health (B)(6) adverse incident report reference no (B)(4); submitted to hc (health canada) by the patient. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo was implanted during an unknown procedure performed on (B)(6) 2014. According to the complainant, the patient experienced chronic pain and had multidrug-resistant urinary tract infections.